Manufacturer narrative:
Device passed displacement test and self test. No unexpected pump error 63 noted during testing. However, pump error 63 alarm confirmed in the insulin pump history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 8.3 mmol/l at the time of the incident. Customer stated the alarm occurred during the self-test twice. Delivered a manual bolus into air, first time it was not shown in daily history. Tried second time, it was shown. The insulin pump will be replaced due to two occurrences of hardware low level failure. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.